Event description:
The customer reports, during an unspecified procedure using a high frequency monopolar cable, the cable sparked when plugged in causing a burn to a nurse's hand. Additional details regarding the nurse, patient and event have been requested, at this time, no further information has been provided. The customer states the internal investigation of this event is ongoing.